Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The device was visually and microscopically examined. The unknown guidewire was returned within the guidezilla and was easily removed with no issue. A laser micrometer was used to measure the outer diameter of the guidewire which measured to be compatible to use with the guidezilla. The shaft was found partially detached and pulled away at the collar. At 1.3cm in length from the tip, the shaft, markerband and tip were flattened. There was partial shaft detachment at the collar of the device as well as a flattened shaft segment that included the shaft, markerband and tip. This damage could cause resistance to concomitant device advancement. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07oct2022. It was reported that the balloon got caught up in the guidezilla and could not be advanced. A 6f guidezilla ii was selected for use. During procedure, it was noted that the balloon got caught up in the guidezilla and could not be advanced. The procedure was completed using alternate method or device and no patient complications reported. However, device analysis revealed shaft was found partially detached and pulled away at the collar.